Event description:
Caller reported an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, guiding the caller through the process, which successfully resolved the issue without further errors, allowing the caller to continue their sensor session.